Event description:
It was reported to philips that intermittently fluoroscopy fails. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the fluoroscopy was failing intermittently. Review of the log files didn't confirm the reported malfunction. The customer had to step 2 to 3 times on the footswitch to start the fluoroscopy. The actual cause of the issue was with the wired footswitch which failed few times. As a part of troubleshooting action, the fse used the prs to connect in the system and did the functional test in the footswitch. Later, the footswitch part number was shared with the customer and the customer replaced the footswitch by themselves to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.